Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was lost. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be conclusively determined.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that the patient was undergoing treatment for a previously ruptured, blister aneurysm in the right superior hypophyseal internal carotid artery (ica). The aneurysm had a max diameter of 2mm and neck diameter of 2mm. Landing zone artery size was 4mm distal and 4.6mm proximal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. At deployment, the pipeline flex reportedly would not open in the middle section. The device was resheathed and re-deployed two times; the issue was not resolved. No additional steps were attempted. The pipeline flex was removed from the patient. A new pipeline device was attempted and implanted without issue. Post-procedure angiographic result showed slow flow into the aneurysm. There were no reports of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.